Event description:
On (B)(6) 2023, surgery was performed to implant a 27-year-old female patient with an eleos distal femur replacement. The axle retention ring component on two different distal femur axial pins were damaged during insertion into the tibial hinge and distal femur components. The first axial pin was returned to onkos for evaluation while the second axial pin remains in the patient after it was reportedly deemed to be acceptable by the surgeon. It was reported that there was no intra-operative delay resulting from this concern, and the procedure was completed successfully. The following devices were implanted: eleos distal femur, eleos modular collar, eleos tibial hinge, eleos modular collar locking ring, eleos stem extension, eleos distal femur axial pin, eleos male-female midsection, eleos tibial poly spacer, eleos tibial baseplate, and an eleos distal femur axial pin. There were no reported issues with the implanted devices other than the eleos distal femur axial pins.

Manufacturer narrative:
The axle retention ring component on two different distal femur axial pins were damaged during insertion into the distal femur. A review of the dimensional inspection data of the components identified in this complaint indicated that they met all of the inspected dimensional specifications and were accepted, this review included the mating distal femur that the pins were inserted into. Visual evaluation of one of the axial pins was performed and indicated that the axle retention ring component was damaged via shear force originating on its leading edge. The root cause of this device malfunction was not able to be determined. It was determined that this is not a reportable event but the information is being updated and submitted as a follow-up to the initial report.

Manufacturer narrative:
The investigation in progress, additional information for this event is not known at this time, if additional information is received, a supplemental report will be submitted accordingly.

Event description:
This patient's was undergoing a dfr on oct 27, 2023 with onkos products, when two axial pins had a piece of plastic pop off when securing into hinge component. The first axial pin was returned back to onkos for evaluation. The second pin remains in the patient. There was no intraoperative delays as a result.